Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the customer's complaint was confirmed, due to a faulty printed circuit board. In addition, there was damage to front panel deformed upper case. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is the intermittent image output issue was caused by a circuit board failure. However, the root cause of the board failure is unknown. Olympus will continue to monitor field performance for this device.

Event description:
The patient's procedure was prolonged by 5 minutes, due to the reported failure. The procedure did not need to be cancelled or postponed. The type of procedure, which took place was therapeutic. The name of the procedure is gastric sleeve. A medical intervention was not required, as a result of the reported failure. The head and the optical fiber were the other devices connected to the subject device, during the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, that the image of the visera 4k uhd camera control unit was lost within a few seconds of being turned on. The issue was found during a procedure. There were no reports of patient or user harm associated with this event.